Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event is 'month and year valid' only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 3 months post implant of this 19mm bioprosthetic aortic valve, a non-medtronic transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.